Event description:
The reporter stated that he did back to back blood glucose tests, within ten minutes, using separate finger sticks. His results were 147,159 and 128 mg/dl. The reporter did not have any symptoms. A control solution tests was in range, 135 (97-147).